Event description:
It was reported that a patient presented remotely via Merlin.net. Review of the transmission revealed that the patient's Implantable Cardioverter Defibrillator (ICD) exhibited Post-Paced T-wave Oversensing (PPTWOS) stored as Non-Sustained Right Ventricular Oversensing (NSRVO) episode. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.